Event description:
It was reported that the programmer had a broken latch. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the programmer had a broken latch. It was noted that the programmer powered on and then shut off on its own. Additionally, it was noted that the overlay bezel was chipped and the keyboard was damaged. It was further noted that the programmer booted up to an error code. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software of the programmer. The programmer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.